Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2008: eisenhower medical center. Michael last, md. History and physical. Presents for repair of ventral hernia. Bulge through middle part of wound for the past 3 years. Lump is getting larger, causes considerable pain. Surgical history: groin hernia repairs in the 50s. Ruptured appendix in 1983. Medications: aspirin. Smokes heavily, for 40 years. Exam: abdomen: large ventral hernia. Numerous surgical scars. Plan: repair of ventral hernia today. ??/??/??: [missing records: records for ¿groin hernia repairs¿ were not provided.] On (B)(6) 2008: (B)(6) medical center. Michael d. Last, md. Operative report. Preoperative diagnosis: large ventral hernia. Postoperative diagnosis: large ventral hernia. Procedure: repair of large ventral hernia with composite polypropylene mesh. Assistant: michael f. Griswold, crnfa. Anesthesia: general. Dennis newton, md. Indications for procedure: this patient presents with a large, painful bulge through the middle part of his wound. He has a previous staged colectomy for diverticular disease and a perforated appendicitis. At surgery, the patient had a large hernia through his midline wound. There was a well-defined hernia sac which contained small bowel. There were numerous adhesions from the small bowel to the anterior abdominal wall. Description of procedure: ¿the patient was placed on the table in the supine position. Following adequate general anesthesia with gas-oxygen mixture and endotracheal intubation, the operative site was prepped and draped in a sterile fashion. Old scar was excised and the incision was carried through subcutaneous tissue until the hernia sac was identified. That was excised and attenuated fascia was also removed. The abdomen was entered and adhesiolysis was done in the area of the hernia. Once adequate dissection had been done, subcutaneous tissue was cut back until healthy fascia was identified and the hernia was repaired with a large oval segment of composite gore-tex polypropylene mesh measuring 17 x 12 cm. That was placed in the abdominal cavity and secured with a tacker. The fascia was sewn to the polypropylene part of the mesh with continuous #1 prolene. That adequately controlled the defect and the subcutaneous tissue was closed with 3-0 vicryl, the skin was closed with clips. Blood loss was minimal. The patient tolerated the procedure well.¿ product identification records for the alleged gore device were not provided. On (B)(6) 2008: (B)(6) medical center. Bayani evangelista. Radiology ¿ CT abdomen/pelvis. History: intraabdominal distention. Impression: postoperative changes in the anterior abdominal wall with an apparent mesh sealing a 6 cm ventral defect/hernial sac. There is mild fluid around the mesh as well as within the sac which are probably postoperative seromas. Mild displacement of bowel loops adjacent to the mesh. Moderate pneumoperitoneum and subcutaneous emphysema. Mildly dilated loops of small bowel presumably from postoperative ileus. Status post partial hernicolectomy with an anastomosis in the sigmoid. On (B)(6) 2008: (B)(6) medical center. Michael last, md. Discharge summary. Diagnosis: ventral hernia. Medications: aspirin. Hospital course: postoperatively developed fever to 103 and leukocytosis. I think this episode of fever was probably due to the patient was treated with physical therapy antibiotics. Improved the following day with progressive diet. C-reactive protein still high at discharge. Discharged on ciprofloxacin [antibiotic]. On (B)(6) 2008: (B)(6) medical center. Michael last, md. History and physical. Readmitted, wound infection. Past few days had drainage from wound. Initially treated with oral antibiotics, and wound was opened in the office, but had considerable discomfort and drainage and will require more intensive treatment. Exam: draining area in lower part of abdominal incision. Some erythema and induration. Wound draining purulent material. No groin hernia. Impression: wound infection in patient who has had a repair of ventral hernia with composite gortex mesh. Plan: admitted. Intravenous antibiotics, intensive wound care. Explained to him he may require explantation of mesh if I cannot get his wound to heal. On (B)(6) 2008: (B)(6) medical center. (B)(6). Radiology ¿ CT abdomen/pelvis. Reason for examination: preoperative evaluation for possible fistula and cellulitis. Impression: findings consistent with an enlarging abscess or seroma contained in the anterior abdominal cavity, likely properitoneal, interposed between the mesh seen on the prior study of 11/20/08. The previously seen postoperative collection now has peripheral enhancement; and is enlarged when compared to the previous study, findings concerning for either an infected mesh communicating to the skin surface or possibly a contained properitoneal abscess. There is no evidence for pneumoperitoneum in any other area of the abdomen or pelvis other than in the properitoneal collection where there was fluid previously. No enteric contrast extravasates or communicates with either the collection or the skin surface to suggest an enterocutaneous fistula. The communication visualized is between the collection and the skin surface only. On (B)(6) 2008: (B)(6) medical center. (B)(6), md. Discharge summary. Diagnosis: wound infection status post ventral hernia repair. Drainage from wound and required intensive wound care. Heavy smoker. Exam: had wound infection. Wound draining purulent material. Hospital course: CT scan. No evidence for intracutaneous fistula. Placed wound vac and given intravenous antibiotics. Wound drainage settled and discharged. On (B)(6) 2008: (B)(6) medical center. (B)(6), md. History and physical. Readmitted for explantation of composite gore-tex mesh. Underwent repair of a large ventral hernia with composite gore-tex mesh, developed infection 3 weeks later and admitted for antibiotic and wound therapy. Failed to heal and has ongoing purulent drainage from wound. Medications: aspirin. Exam: appears chronically ill. Abdomen: hernial orifices are clear. Drainage from the middle part of wound. No evidence for recurrent hernia. Impression: infected gore-tex mesh. Plan: explant composite gore-tex mesh today. On (B)(6) 2008: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: infected composite gore-tex mesh status post ventral hernia repair. Postoperative diagnosis: infected composite gore-tex mesh status post ventral hernia repair. Procedure: explantation of composite gore-tex mesh and wound debridement. Assistant: griswold, rnfa. Anesthesia: general. Indications and findings: the patient underwent repair of ventral hernia in november of this year. His mesh is infected and has failed to respond to antibiotic and wound therapy. At surgery today, the entire wound was involved with inflammatory process. There was purulent material on top of the mesh. Most of the wound had healed, but continued to drain through a small opening. There is no evidence for peritonitis. Procedure: ¿the patient was placed on the table in supine position following adequate general anesthesia with gas-oxygen mixture and endotracheal intubation. The operative site was prepped and draped in sterile fashion. The wound was opened along its length. The mesh was identified. Cultures were sent. The mesh was removed without difficulty. Granulation tissue involving the subcutaneous tissue was curetted away. There was a fibrous membrane beneath the mesh precluding dehiscence and the abdominal cavity was therefore, not entered. The wound was copiously irrigated with saline solution. Hemostasis was assured and the wound was packed open with 2-inch plain gauze following hemostasis. Dressings were applied and the patient was sent to the recovery room in good condition. Blood loss was minimal. He tolerated the procedure well.¿ on (B)(6) 2008: [missing records: a culture report detailing analysis of the specimens collected during the 12/30/08 procedure was not provided.] On (B)(6) 2008: (B)(6) medical center. (B)(6), md. Pathology report. Surgery date: 12/30/08. Accession no: s-08-09434. Gross description: received in saline labeled ¿ventral hernia mesh¿ is a yellow ovoid synthetic mesh, 18.0 x 13.5 cm, with attached metal screws and scant adherent tissue. Sectioning of the regions with apparent tissue is negative for focal mass lesions. Representative sections are submitted in one cassette. Microscopic diagnosis: ventral hernia mesh with adherent soft tissue, removal: acutely inflamed granulation tissue with foreign body reaction. On (B)(6) 2009: (B)(6) medical center. (B)(6), md. Discharge summary. Diagnosis: infected composite gore-tex mesh in abdominal wound. Ongoing problems with infection in composite gore-tex mesh which was placed about 6 weeks ago. Has failed to respond to wound care and antibiotic therapy. Exam: obvious infection in the midline part of the wound which was draining purulent material. Hospital course: infected mesh was removed. Placed on wound vac. Treated with intravenous antibiotics. Will receive wound care at home with wound vac. On (B)(6) 2009: (B)(6) medical center. (B)(6), md. History and physical. Greenish discharge from abdominal wound. Underwent ventral hernia repair several months ago and developed a wound infection. Underwent resection of infected mesh at the end of december and placed on a wound vac. Presented to my office for a second opinion and found to have enterocutaneous fistula. Admitted for further evaluation and therapy. Surgical history: appendectomy, sigmoid colectomy with colostomy and subsequent takedown, ventral hernia repair, and inguinal herniorrhaphy. Social history: 40-pack-year cigarette-smoking history, still continues to smoke. Weight 149 lbs. Exam: abdomen: open wound about 10 x 8 cm with a depth of 2 to 3 cm. There was granulation tissue at bottom of wound. Small pinpoint opening to left of midline with obvious enteric contents. Also, smaller 1 to 2 mm opening inferior to this, closer to midline. Impression/plan: enterocutaneous fistula. Admitted, nothing by mouth, intravenous antibiotics, CT abdomen/pelvis to rule out intra-abdominal abscess. Will need fistulogram. On (B)(6) 2009: (B)(6) medical center. (B)(6). Radiology ¿ CT abdomen/pelvis. Clinical history: enterocutaneous fistula. Findings: an open anterior abdominal wall defect is now observed with contrast material observed. The previously identified mesh appears to have been removed. There is interval resolution of fluid collection/abscess in the anterior abdominal wall. Impression: interval laparotomy an open anterior abdominal wall defect. Dense contrast within the abdominal wall defect suspicious for an enterocutaneous fistula. Multiple mildly prominent small bowel loops adjacent to the fascia with air-fluid levels suggestive of an ileus versus low-grade partial obstruction. Resolved abscess in the anterior abdominal wall with no new loculated fluid collections identified. On (B)(6) 2009: nighthawk radiology services. Mitchell smith, md. Radiology ¿ CT abdomen/pelvis. Preliminary radiology report. Indication: enterocutaneous fistula, follow up. Impression: probable enterocutaneous fistula at or around image 4-70 with dense contrast on the anterior abdominal wall in a defect. Associated contrast-filled small bowel is mildly dilated at multiple different levels which may represent focal ileus or very early/partial bowel obstruction. Recommend correlation with prior imaging, patient symptomatology and follow up as indicated. On (B)(6) 2009: (B)(6) medical center. (B)(6), md. Consultation report. Reason for consult: enterocutaneous fistula. Admitted with enterocutaneous fistula. Review of systems: recent weight loss, over last month, down from 170 to 148 lbs. Had fever before came to hospital. Draining significant amount of fluid from anterior abdominal wall. Exam: abdomen: anterior abdominal wall wound approximately 10 cm x 5 cm in size. Was started on sandostatin [synthetic hormones] infusion and is doing well. Drainage has dropped. Impression: enterocutaneous fistula secondary to an infected anterior abdominal wall wound post removal of a mesh. Continue on sandostatin [growth hormones] for at least 48 hours. Contrast study. On (B)(6) 2009: (B)(6) medical center. (B)(6). Radiology ¿ CT abdomen/pelvis. Reason for examination: enterocutaneous fistula. Findings: there is moderate gastric distention with a gas/fluid level but no evidence for gastric outlet obstruction. The small bowel loops are fluid filled and top normal in caliber. In the region of the anterior abdominal wall defect from previous hernia repair, the subcutaneous tissues are extremely thin and demonstrate tiny gas bubbles that tract in a left lateral direction into the peritoneum cavity and are believed to communicate with a fluid filled loop of mid jejunum, the tiny gas bubbles aligned in an oblique manner. Impression: alignment of tiny punctuate gas bubble extending from the anterior subcutaneous abdominal wall wound in an oblique manner to the left and likely communication with a fluid filled loop of jejunum in the region of the clinically known enterocutaneous fistula that has not changed in radiographic appearance when allowing for the differences in technique when compared to the study on 01/20/09. There is no longer a constipation pattern. On (B)(6) 2009: (B)(6) medical center. (B)(6). Radiology ¿ CT abdomen/pelvis. Findings: dilated small bowel loops are noted. Adhesions in the anterior abdominal wall in the area of dehiscence in the midline at the level of the umbilicus with bowel adherent to thickening linea alba and scarring in the region of adhesions with what I believe to be the small bowel adherent to the anterior abdominal wall. Impression: no extraluminal air can be seen at the enterocutaneous fistula site as compared to prior study. On (B)(6) 2009: (B)(6) medical center. (B)(6), md. Microbiology. Bacteriology culture. Specimen: skin infection/wound. Gram: many wbcs, no organisms seen. Cult rep: no growth in 3 days. On (B)(6) 2009: (B)(6) medical center. (B)(6), md. Discharge summary. Principal diagnosis: enterocutaneous fistula. Course: admitted after presenting with an enterocutaneous fistula from a ventral hernia repair wound. Started on intravenous antibiotics and PICC line was inserted and tpn [total parenteral nutrition] was started. Was kept npo [nothing by mouth]. Placed on sandostatin drip and wound care using dakin¿s solution was initiated. CT abdomen/pelvis showed evidence of fistula drainage. Discharged home with home health nursing for wound care. Placed on aquacel once a day, follow up 1-2 weeks. On (B)(6) 2009: scripps mercy hospital. Dennis mayer, md. History and physical. Surgical history: appendectomy 1983. 1995 surgery for adhesions, followed by colostomy. Now has end removal of infected mesh. Now has repeat hernia with a large skin defect that healed over, admitted for surgical repair of ventral hernia. History: diabetes. Exam: abdomen: very large extensive hernia. Plan: surgical repair with scar excision and mesh reconstruction. On (B)(6) 2009: scripps mercy hospital. Rudolf herzog, md. Consultation. Admitted for ventral hernia repair. Smoking 1 pack a day until a few days ago. Impression/plan: status post ventral hernia repair. Has ileus. On (B)(6) 2009: scripps mercy hospital. Dennis mayer, md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Procedure: extensive adhesiolysis. Repair of ventral hernia with a 9 x7 inch kugel patch. Anesthesia: general. Indications for procedure: the patient is a 61-year-old with a large ventral hernia. He has previously had numerous herniorrhaphies, as well as procedures for colocutaneous fistula. The patient now presents after being seen in outpatient office with large ventral hernia. Risks and benefits of surgical repair were explained to the patient and he consents to this. Description of procedure: ¿he was placed on the operating table in supine position. After induction of adequate anesthesia, prepped and draped in the usual sterile fashion. There was a large area of skin that was thinned over the hernia. This was elliptically excised. Underlying this there was extensive adhesions. Approximately 2 hours were required to take down all the adhesions. A small colotomy was created in doing this, which was repaired in 2 layers with 3-0 vicryl and 1-0 silk sutures. After this was accomplished, a kugel patch was placed. This was a 9 x 7 inch patch and was placed under the fascia and secure circumferentially with a #1 prolene sutures. After this was accomplished, the wound was copiously irrigated, 2 blake drains were placed through [illegible] wounds, and the skin was closed with both interrupted vertical mattress sutures of 2-0 prolene and staples. After this was accomplished, the patient¿s anesthesia was reversed. He was taken to the recovery room in stable and satisfactory condition.¿ on (B)(6) 2009: scripps mercy hospital. Rudolf herzog, md. Discharge summary. Discharge diagnosis: incarcerated ventral hernia. Hospital course: patient admitted after the surgery. Required a pca [patient controlled analgesia] for pain control for several days. Diet advanced as tolerated. After a few days, pain improved. Drains were removed after several days. Tolerating solid food and discharged home. Stable. Follow up with dr, dennis mayer in a week. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d15: cause not established ; d17: appropriate code/term not available for ¿withdrawn complaint.¿ h6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ although the brand name and lot # of a gore device has not been provided, instructions for use for the vast majority of gore's eptfe patch products also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2008 whereby a an "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the "alleged gore device" was explanted. It was reported the patient alleges the following injuries: mesh infection wound care with vac placement, mesh removal, additional surgery. Additional event specific information was not provided.